Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal loaded but did not deploy properly. A replacement unit was used to complete the procedure. There was "a bit more blood loss due to delay in procedure," with no additional pt effects reported. The pt was not transfused as a result of the blood loss and the procedure was not delayed for more than five minutes. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on september 17, 2010, for investigation. A visual inspection revealed that the delivery tube was returned alone with the tension spring assembly inside the deployment tube. The seal was outside the deployment tube but intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal did not deploy properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).